Event description:
Same case as MDR ID 2134265-2013-02055, 2134265-2013-02054. It was reported that during an intravascular ultrasound procedure, pullback failure occured. The 40% stenosed target lesion was located at the iliac vein. Atantis pv imaging catheter was selected to treat the target lesion. When the physician performed an automatic pullback the system failed to pullback. Automatic pullback was attempted three times. Manual pullback was then performed and was successful. The procedure was completed with the same device. No patient complications reported and the patient's condition is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by the manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).